Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). A 1 6.0 x 150 mm 200cm ranger (dcb) balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with another od the same device. There were no patient complications as a result of this event.